Event description:
It was reported as the surgeon attempted to insert screws into the bone flap, several screws broke during insertion. The surgeon continued implanting until the screws stopped breaking. The screws were inserted without any reported patient harm nor delay in surgery. This report is on an unknown screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment not diagnosis. This is report is on 1 unknown screw. The part was not returned for evaluation. The lot number is unknown; therefore, a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received.